Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. A tear was observed in the exposed and unexposed portions of the soft cannula. The internal tear was the result of the formed need puncturing the soft cannula. Fluid was found to leak from the intended fluid path through the end of the formed needle. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event.

Event description:
A patient reports while wearing a pod for 2 hours their blood glucose level had rose to over 250 mg/dl. As treatment, the patient administered manual insulin via syringe.